Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up experiencing shortness of breath. Upon interrogation, the right ventricular lead exhibited loss of capture and sensing; imaging revealed the lead had dislodged. The physician elected to cap and replace the lead. The patient tolerated the procedure well and would continue to be monitored.